Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 09/27/2025, it was reported that the patient¿s cgm was reading 300 mg/dl. The patient self-treated with insulin per routine diabetes management. The patient also only drank water waiting for the reading to drop. After 2-3 hours, the patient¿s cgm was reading 290 mg/dl, so the patient self-treated with more insulin. The patient¿s cgm reading continued to stay at 290 mg/dl for the next 2 hours. No bg meter comparison values were taken during this time. Around 430pm, suddenly the patient¿s cgm was reading 61 mg/dl and was continuing to drop. The patient self-treated with chocolate and orange juice. Despite treatment, the patient could not speak and was lightheaded. The patient¿s children recognized something was wrong and called their father, who then told them to call 911. While waiting for emergency medical services (ems), one of the patient¿s children administered one tube of glucose gel to her. Once ems arrived, the patient¿s cgm was reading 60 mg/dl while the bg meter was reading 19 mg/dl. The patient was treated with another tube of glucose gel and then the patient began to stabilize. Ems asked the patient if she would like to be taken to the emergency room (ER), but she declined. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once ems arrived, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.